Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. She stated that the motor error alarmed when she was filling the tubing. The customer did not know the blood glucose reading, but she noted that her blood glucose may have been high due to her medication. The customer did not observe any significant events leading to the alarms. She noted having received another alarm, but she could not recall the alarm. She was unable to exit the fill tubing screen and was, therefore, unable to review the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.